Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. Pump passed the rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm on alarm history screen noted.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.